Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery could not be charged despite the attempted use of multiple cables and power sources. Customer reported a blood glucose (bg) level of 223 (mg/dl) which was addressed by continued pump therapy. Customer indicated manual injections were available for back-up therapy.